Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose as well as insulin pump had an over delivering alarm. Customer¿s low blood glucose value was 48 mg/dl. Customer treated with orange juice and glucagon shot for low blood glucose. Customer stated that they experienced a high blood glucose and the high blood glucose value was 300 mg/dl. Customer also specified other relevant blood glucose value was 292 mg/dl, 257 mg/dl, 248 mg/dl and 282 mg/dl. Customer was alleging the insulin pump because the customer was in manual mode and it is over delivering. Customer also stated that the reservoir ring was cracked and the reservoir was unable to lock into the place. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0872 inches. And the displacement test. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for three (3) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Insulin pump received with detached retainer, broken reservoir tube lip. Unable to lock reservoir into place due to detached retainer. Pump received without original battery cap, unable to confirm damaged or cracked battery cap. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blow blood glucose was not treated with the glucagon as per notes.

Manufacturer narrative:
Device passed the self test and sleep current measurement. Device received with detached retainer, broken reservoir tube lip. Unable to lock reservoir into place due to detached retainer. Device received without original battery cap, unable to confirm damaged/cracked battery cap.